Event description:
It was reported that the stimulation was in the wrong location. The stimulation is targeted for their arm and hands but now is feeling it in their legs down to their feet as well as arms and hands. It was reported that the stimulation is stronger in their legs and feet. The event or symptoms occurred following a fall. The change in stimulation happened after a ¿real bad fall¿ the first part of (B)(6) where the patient broke a bone in their foot, tore all the ligaments in their ankle, broke a bone in their leg, and hurt their back really bad. A shocking sensation was reported. The patient reported experiencing a shocking feeling, one time after the fall, for a minute or so which went away and then a couple of little twinges since. Follow up was performed to determine the outcome of the patient and additional information in regards to the alleged shocking and stimulation in the wrong location following a fall. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient still had concerns with their device. The patient did not currently have a physician where the manufacturer traveled to; the patient could get a new pain doctor in (B)(6). The patient¿s pain doctor quit and went to the army.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v082509, implanted:(B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-45, lot# v082509, implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).